Manufacturer narrative:
Additional information was added to h4, h6, h10: h4: the lot was manufactured from may 18, 2020 - may 19, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This was discovered during filling. It was further reported that when injecting the "carrier solution and active ingredient" into the device, "the liquid did not fill to the elastomer balloon of the pump but instead entered the interior of the pump". There was no patient involvement. No additional information is available.